Event description:
It was reported that a pump had a door not fully latched message. There was no pt involvement. The event did not occur on or before first clinical use.

Manufacturer narrative:
Manufacturer ref no. (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.